Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6 - device code: unintended movement (3026). Investigation - evaluation. A review of the complaint history, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. There is no evidence to suggest that the complaint device was not manufactured to specification. A review of the device master record (dmr) found that sufficient quality controls were in place for the stop cock component used in the device. A review of the device history record (DHR) for the complaint lot could not be completed due to a lack of provided information. There is no evidence to suggest that non-conforming product exists either in house or in field. The IFU provided with the device contains the following information relevant to the reported event: "instructions for use 7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 9. Remove the wire guide and catheter obturator. Attach catheter connecting tube with stopcock, can cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to the wall suction." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be established. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. Other: mw5088118. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the three way stopcock of the wayne pneumothorax catheter was covered with a dressing after placement. At an unknown time post-placement, the stopcock was somehow turned in the wrong position while covered and was not noticed. As a result, the patient's lungs filled with air or fluid. The patient later passed away. The reporter stated that the, "stopcock is too easy to close/manipulate, closing opening to suction thereby worsening the patient's pneumothorax." Additional information regarding the patient and event details have been requested, but is unavailable at the time of this report.